Event description:
Procedure: laparoscopy, possible laparotomy.equipment: pelviscopy tower and pelviscopy monitorthe laparoscopic procedure was initiated with condensation between the lens and camera. The problem was corrected by removing the lens and using q-tips to dry the lens and camera. A right salpingostomy was performed and the contents of the fallopian tube removed. The surgeons found a endometrioma on the left ovary; during dissection the lens became blurred. When the left side specimen was examined on the back table it was found to contain about two inches of the left fallopian tube.problem: blurring of the lens for unknown reasons. Device impounded for analysis by biomedical services. No problems with the equipment were identified. The physcians did not believe that the medical device malfunctioned. The device was then returned to serviceinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-91. Service provided by: unknown. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.